Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, after opening the package of a soft-pass embryo transfer catheter set a hair was discovered on one of the transfer catheters. The issue was discovered prior to patient contact and the device was not used. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: d9 h3 - device not returned to the manufacturer. Investigation ¿ evaluation it was reported, after opening the package of a soft-pass embryo transfer catheter set a hair was discovered on one of the transfer catheters. The issue was discovered prior to patient contact and the device was not used. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. There was one photo provided by the customer showing a small hair like fiber stuck between the guide catheter and product protector. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and product specifications suggest that there is evidence the device was manufactured out of specification. However, cook has concluded that this issue is an isolated incident, and there is no evidence of additional nonconforming devices in house or out in the field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, one photo provided, and results of the investigation, cook has concluded that the cause for the complaint was a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.